Event description:
This pt underwent transobturator tape uretheral sling for stress incontinence uneventfully. They had excision of exposed mesh 3 mos later. After having mesh exposed for few days. Five months later, pt was sore with swollen lt thigh x 3 wks. Passed a mesh 2 days prior - on event date found to have necrotizing fascitis.